Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.226.004. Lot: 9632758. Manufacturing site: bettlach. Release to warehouse date: 30.dec.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inspection has shown that approx. 2mm of the cannulated screwdriver tip is broken off. The broken off part was not returned for evaluation. The fracture angle is oblique. Besides, the instrument is in good condition. Dimensional inspection: the relevant dimensions cannot be verified due to damage incurred. Document/specification review: this instrument is made of stainless steel during the DHR review the material was reviewed and the hardness value was confirmed to meet the specification of 640 - 680 hv10 from the drawing. Summary: the complaint condition is confirmed as the tip of the cannulated screwdriver is broken off. Based on the provided information we are not able to determine the exact cause of this occurrence. This production lot (9632758) was manufactured in december 2015 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. While no definitive root cause could be determined, the oblique fracture angle suggests that excessive torque and off-axis force have been applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for coronal shear fracture with the headless compression screws and the screwdriver shaft in question. When the surgeon inserted the screws, the tip of the screwdriver shaft broke. The surgeon used another screwdriver shaft in the hospital instead, and he finished the surgery. The surgery was delayed by less than 30 minutes. Patient outcome after the procedure is stable. Concomitant device reported: unknown plate ( part# unknown, lot# unknown, quantity 1), unknown 3.5 locking screws ( part# unknown, lot# unknown, quantity unknown). This is report 1 for 1 (B)(4).